Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Correction to h6 "medical device problem code" of the initial report, "2303 - microbial contamination of device" is being corrected to "4048 - failure to clean adequately". This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation and the device evaluation. The device was returned and evaluated on related MFR 17972 where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event may have occurred due to a misunderstanding in device handling while awaiting results of the culture test after sampling at the user facility. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported having used the colonovideoscope on 5 patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.